Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged thermal issues and also alleged difficulty of breathing . There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 01/18/2022 that the patient has medical history of mental disorders like post-traumatic stress disorder (ptsd) and depression,epilepsy or seizures, on 05/10/22 alleging difficulty breathing/short of breath on 05/20/2022 sores in her nose, face is swollen related to a CPAP device's sound abatement foam.clinical codes are added in the h6 section.

Manufacturer narrative:
The manufacturer received additional information that the patient having stroke. Section b1, b2, b3, g3, h1 and h6 has been updated/corrected. In addition, appropriate health effect - clinical code and appropriate health effect - impact-code has been added has been added.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-29323. This report was submitted as a duplicate report of the previously submitted report.